Manufacturer narrative:
The reported events of failure to capture and stylet insertion difficulty were confirmed. As received, a complete lead was returned in one piece without the stylet used during the procedure. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures due to the over torqued inner coil inside the connector region the stylet could not be inserted, and the lead failed the electrical test. The cause of the reported events was isolated to the over torqued inner coil inside the connector region. No other anomalies were found with the exception of procedural damage.

Event description:
It was reported the patient presented for implant of the right ventricular lead. During the procedure the capture threshold was noted to be high after the lead was positioned. An attempt to reposition the lead was made, however the threshold was high, and the stylet failed to advance. The procedure was successfully completed with a replacement lead. The patient was stable.